Manufacturer narrative:
E1 - address 1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the image from the rigid video scope became blurred when switching from 2d to 3d mode. The issue was identified during setup/inspection prior to use. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and due to some corrections required. Updated fields: d8, d9, g3, h2, h3, h6, h11 corrected fields: a2 - dob null, a2 - age units (patient), a4 - weight units (patient),a5 - ethnicity, a6 - race, b6 - relevant test/laboratory data and b7 - other relevant history, b5 and h6 - health effect - impact code. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: flickering and abnormal image due to a faulty cable unit, damage to the cable unit and r-unit, and corrosion of the o-ring and nut. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: regarding the customer's allegation, no problem was detected. Regarding the malfunctions identified in the investigation they were likely due to multiple component failures, including a faulty electrical component causing flickering and abnormal imaging, damage to the cable unit and r-unit due to their respective component failures, and corrosion of the o-ring and nut resulting from a component failure in the connection part. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
There were no reports of patient involvement.